Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope air/water cylinder and air/water tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was noted that the issue likely occurred due to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the device manufacture date. Updated fields: b5, g1, h2, h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.